Event description:
It was reported that the patient experienced congestive heart failure and medical intervention was required. On (B)(6) 2023, the subject was referred for cardiac catheterization. The target lesion #1 was located in the proximal of left anterior descending artery (lad) extending up to distal lad with 100% stenosis and was 90 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 24 mm overlapped with a 3.00 mm x 38 mm synergy stents system. Following post dilatation, the residual stenosis was noted to be 0%. Additionally, an unknown drug-eluting stent was used to treat the lesion, additional details were not provided. On (B)(6) 2023, five days later, staged procedure was performed. The target lesion #1 was located in the proximal right coronary artery (rca) extending up to distal rca with 100% stenosis and was 74 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 28 mm overlapped with 2.25 mm x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. Additionally, an unknown drug-eluting stent was used to treat the lesion, additional details were not provided. On (B)(6) 2025, the subject was diagnosed with congestive heart failure and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was aspirin. Five days later, the subject was referred for coronary angiography which revealed 90% stenosis in the proximal lad extending up to the distal lad which had previously placed study device and was treated with percutaneous coronary intervention. Post intervention, residual stenosis was noted to be 0%. The event was also treated medically. Two days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).